Event description:
Event description guidant received information that this ventricular implantable lead was capped and replaced due to dislodgement. The doctor tried to reposition it, but could not. There were no adverse patient effects.